Event description:
Preoperatively on x-rays you were able to see a disconnection between stem and femoral component intraoperatively the cone and the screw were loose and have been taken out easily with a tweezers.